Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
The patient reported being "jolted" in the past week. Although the patient's implantable pulse generator (ipg) does not deliver "jolting" therapy, further follow up was unable to be conducted as the patient does not see a doctor. Records indicate that the ipg remains in use. No patient complications have been reported as a result of this event.